Manufacturer narrative:
Additional information: device manufacture date provided. A medtronic representative reported that the issue occurred a day prior to the scheduled surgery, therefore no patient was present when the reported issue occurred. A second magnetic resonance imaging (MRI) was reported to have been loaded to resolve the reported issue. Correction: product, unique device identification (UDI) and associated fields updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for evaluation. No part returned for analysis.

Event description:
A site representative reported that, during pre-op for a cranial biopsy procedure, it was not possible to open the patient exam on the navigation system. The exam type was MRI. While loading all slices and going into the patient screen, the system will show that there is only 10 slices. The system also gave an error that the exam cannot be used for navigation. Navigation was aborted and the procedure was rescheduled.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.